Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model z9002, was going to be explanted from the right eye of a male patient because the lens has calcified. No further information has been provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. The lens received is a tecnis cl z9002 model lens. Only one half of lens was received. Visual inspection at 10x microscope magnification was performed. The received lens condition observed is consistent with a unit that has been cut due to the lens explant process. Loose particles were observed on the sample compatible with handling the lens. Residue of viscoelastic was detected on the lens sample. As the lens was returned cut and with viscoelastic residue, it was visually impossible to identify the customer's reported ''calcification'' on the half of the lens that was returned. The customer's reported event could not be verified. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing process was evaluated and the devices were manufactured within specifications. The units were released according to specifications. There is no non conformance report associated to the production order. A search of complaints related to production order revealed that there were no other investigations reported that were associated to the customer's reported event. Labeling review: the directions for use (dfu) was reviewed: the dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lens. Based on the manufacturing records review, analysis of the returned lens, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information received by way of lens return confirming that the intraocular lens has been explanted. Outcomes attributed to adverse event: required intervention to prevent permanent impairment/damage (devices). Device available for evaluation: yes. Returned to manufacturer on: 05/23/2016. (B)(4). Device returned to manufacturer: yes. Device evaluated by manufacturer: no. Reason for non evaluation: device evaluation anticipated; not yet begun. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.